Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. When attempting to power on the ventilator, the ventilator would not power on, and the external power led would not illuminate. Bench testing revealed the power board was creating the issue. A component on the power board was burnt.

Event description:
It was reported to vyaire medical that the ventilator would not power up. While in service, it was confirmed that the reported issue was due to the ventilator having a burnt component. There was no patient involvement associated with this reported event.